Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was inserted into the lesion, the balloon burst due to severe calcification. The procedure was then completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon, and the balloon was loosely folded. There was a 4mm longitudinal shaft tear 9.4cm proximal from the tip of the device. The tip of the device was damaged. Product analysis confirmed the reported event, as the device was found to have a longitudinal shaft tear and tip damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was inserted into the lesion, the balloon burst due to severe calcification. The procedure was then completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.